Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, catheter valve housing rupture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of ruptured luer hub is confirmed; however, the exact cause is unknown. One 4 fr single-lumen powerpicc solo catheter and one photograph were returned for evaluation a visual observation of the physical sample returned revealed a crack on the luer hub that extended from the proximal end to the middle section, just before the blue half of the luer hub. Biological residue was observed on the sample. A functional test revealed the luer hub leaked during flushing, and a microscopic evaluation revealed the crack was observed to have sharp edges and smooth fracture surface. The observed damage could occur during use of the device, such as over-tightening the connection with a syringe. However, additional unidentified contributing factors may have also been involved. Consequently, this event was classified as cause unknown. This complaint will be recorded for future trending and monitoring purposes.